Manufacturer narrative:
The device alarmed unexpected restart error test and displacement test. No unexpected alarms, reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had unexpected restart error. The customer blood glucose level was unknown. It also reported that the insulin pump received unexpected restart error after battery change. The customer was advised that insulin pump will need to be replace. The insulin pump will be returned for analysis.